Event description:
We had two incidences involving 5-fu dosi fuser pump drug delivery. One of these was reported in safetynet. In both cases, when the patient came in for pump disconnection, there was still medication remaining in the 5-fu portable dosi-fuser pump. Initially, we thought that some of the bd phaseal m25 clamps were defective because nurses were having difficulty clipping and closing them and that this was causing an obstruction in the medication flow. The clamp is designed to secure the connection between the bd injector (n35) and the connector (c35). After the second incident, (B)(6) and I tested the clamp with the connector and found that the inside of the m25 clamp is not symmetrical. It has a specific orientation intended for proper placement of the connector. If the injector and connector are not correctly positioned inside the clamp, the connection can separate, preventing the flow of 5-fu. I emailed (B)(6) at bd to suggest future color-coding at the two ends of the m25 infusion clamp to provide clearer guidance for nurses. Pt: 4582. Device: 2522, 2900, 2423. Ref: mw5186893.